Event description:
Information was received indicating that a cadd medication cassette kept alarming no disposable, pump won't run. It was reported the patient was able to mix a new cassette to continue the infusion. Per reporter the same incident occurred the day before and also was resolved with a new cassette.